Event description:
Subsequent to the initially filed report, the following information was received. The second clip (00710u165) was advanced to the mitral valve; however, the clip became entangled in the chordae, but was freed. Then the clip failed to open; and therefore the cds was removed with the clip attached, when a chordal rupture was observed. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported inability opening the clip could not be tested in the testing environment in the returned condition of the cds (the l-lock tabs broken, twisted and scratched). In addition, the reported difficult imaging and difficult to remove during used could not be replicated in a testing environment due to that is was patient related or operational circumstances. Additionally, reported bent shaft could not be confirmed. Furthermore, return device analysis observed a torn clip introducer (ci), bent gripper line, bent actuator coupler, material deformation of the frictional elements, corroded clip-actuator coupler and collet, break on l-lock tabs, collet, scratched and bent l-lock tabs. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on the overall information, a cause for the reported bent shaft could not be determined. Furthermore, a cause for the reported inability to open the clip could not be determined. The reported difficult to remove from anatomy appears to be due to procedural condition (poor visualization). The poor visualization was due to poor echo window therefore appears to be due to procedural circumstances. The observed bend on gripper line, deformed frictional element, scratched and bent l-lock tabs appear to be a result of performed troubleshooting and force applied to remove clip. Additionally, bent and corroded actuator coupler, broken and corroded collet appear to be consequences of exposure to saline solution to the device post procedure. A cause for the observed torn clip introducer could not be determined. The reported patient effect of tissue damage appears to be due to procedural circumstances. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use is known possible complication associated with mitraclip procedure. The reported additional therapy/non-surgical treatment was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report tissue damage, and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. It was noted visualization was difficult due to poor echo window. The first clip was successfully deployed. Then a second clip delivery system (cds 00710u165) was advanced to the mitral valve; however, after the initial clip opening, the clip failed to open again. Troubleshooting was performed, but the clip would not open. Therefore, the cds was removed with the clip attached, when a chordal rupture was observed. Additionally, the user may have bent the cds. The procedure continued with a new cds (00710u161), and the clip was deployed for additional treatment. The chordal rupture was not fully treated. The physician stated if the patient worsens then medical treatment is being considered for the future. The patient was discharged. Two clips were implanted, worsening mr to 3+. There was no clinically significant delay in the procedure. No additional information was provided.